Event description:
It was reported a revision procedure was performed due to right ventricular (rv) lead dislodgement. The physician suspected a rv lead malfunction that led to the dislodgement. During the procedure, the helix was unable to be extended. The event was resolved by explanting and replacing the lead. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to retract and extend. The measured full helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts.